Manufacturer narrative:
(B)(4); device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental report will be sent.

Event description:
It was reported that during ear, nose and throat procedure, the doctor believes the clips are becoming dislodged and inadvertent clipping of vessels (without a clip in the jaw) is taking place. He also noted the clips tend to scissor, which can tear the vessels. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.